Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. The t:slim cartridge user guide states ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. The customer¿s blood glucose level was 126 mg/dl. During troubleshooting with tandem technical support it was discovered the customer used insulin pens to fill the cartridge and was not performing the proper air removal technique. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.